Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown pectus bar catalog#: unknown lot #: unknown; zimmer biomet unknown pectus stabilizer catalog#: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial procedure approximately six months ago during which a pectus bar was placed. Approximately one month ago, the patient noticed the bar sticking out under his skin. A video-assisted thoracoscopic surgery was performed, and the surgeon noted inflammation on the lungs, but no inflammation near the stabilizer. No metal allergy testing was conducted prior to implantation. The bar was removed, no implants were reimplanted, and the surgeon plans to let the patient heal for a few weeks prior to reassessing the patient. Attempts have been made and no further information has been provided.